Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during stent assisted coiling treatment, this coil unintentionally detached within the medtronic microcatheter. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Device evaluation the axium pushwire was returned without the implant coil. As received, the pusher was in one piece. A kink was present from ~19.4 to 24.5cm from the distal end of the pusher. There has been no visual attempt to use the secondary detachment method. The shield coil was present and intact. Shield coil was removed to view the release wire distal tip. There was blood present on the pusher tip and inside the pusher on the coin, device was ultrasonically cleaned in ipa and ultrasonic cleaner for 30min. Based on the analysis performed, the axium coil was confirmed to have prematurely detached. There was no malfunction of the pusher or non-conformance to specification that may have contributed to the pre-mature detachment. Since the implant and microcatheter were not returned, any contribution of the implant or microcatheter to the issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.